Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have sensor issues. Sensor had alarmed multiple calibration error alarms. Customer's sensor glucose and blood glucose had big variance. Customer's sensor glucose was 44 mg/dl and blood glucose was 113 mg/dl. After troubleshooting, customer was advised the sensor will be replaced. Customer agreed to return the sensor for analysis.

Manufacturer narrative:
Analysis inspected one opened and used enlite sensor and perform continuity resistance test. Sensor failed per specifications. Also found cannula bent. Unable to confirm customer received sensor in said condition due to customer returned sensor opened and used.